Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Customer cleaned the speaker vents and the alarm resolved. Customer's blood glucose was 150 mg/dl.